Event description:
It was reported that undersensing was noted on the device. Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicating device reprogrammed. The patient was in stable condition.